Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy3713 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in spain.

Event description:
It was reported leakage in luer lock connectors. Luer lock connector defective. No other information was provided.

Event description:
It was reported leakage in luer lock connectors. Luer lock connector defective. No other information was provided. On 09/23/2022 - two used samples were returned for evaluation. The returned samples exhibited leaks at the junction between the syringe and luer adapters. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking at the luer adapters was confirmed and the cause was manufacturing-related. The product returned for evaluation was 15 5fr s/l powerpicc catheters. Two of the samples were received loose. The remaining 13 samples were received in their original sealed packages. Usage residues were observed throughout the two loose samples. Attempts to infuse water through the two used samples revealed them to be patent to infusion; however, during infusion, leaks were observed at the junction between the syringe and luer adapters. Inspection of the two used sample luer adapters using an iso taper gauge revealed that the gauge could not be fully inserted. Microscopic inspection of the luer adapters of the two used samples revealed protrusions of luer material within the orifices. The mold defects appeared to prevent firm attachment of the syringe, as well as full insertion of the taper gauge. The 13 sealed samples were unremarkable to gross inspection. Attempts to infuse water though the unused samples revealed them to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization. Inspection of the unused sample luer adapters using an iso taper gauge revealed the luers to be within manufacturing specifications. Microscopic inspection of the unused samples was unremarkable. The two used samples exhibited luer adapter molding defects which prevented firm attachment of accessories, resulting in leakage at the interface between the catheters and the syringe. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. The unused samples appeared to have been unused samples from the same manufacturing batch. The unused batch samples did not exhibit the defect observed in the two used samples. H3 other text: evaluation findings are in section h11.